Event description:
It was reported that pump displayed cartridge change error and customer observed gap at base of cartridge with something white at tip of pneumatic area but no loose seal or debris was found. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge, inspected seal and pump area, cleaned pneumatic area, and then reattached cartridge firmly while following on-screen steps; cartridge loaded successfully, tubing was filled, photos of device were reviewed, and customer believed issue was resolved, although insulin resumption was not directly confirmed and no additional outcome details were provided.